Manufacturer narrative:
Investigation: 4 representative samples (sealed package) were received. Further evaluation on the sample and no safety shield disengaged and no damage was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined. CAPA # (B)(4) exists to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a no sample investigation has been completed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # (6296429). However, a sample has been received and forwarded to the manufacturing site in tuas, (B)(4) for further evaluation. Upon completion of the investigation, a supplemental report will be filed.  Conclusion: a conclusion is not yet available as the investigation is still in progress. However, capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that the safety mechanism of the 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle failed to cover the needle resulting in a needle stick injury. Healthcare worker received post exposure lab work. No additional treatment reported at this time.